Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/09/2015, electrode belt: 030/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in a rehab facility while wearing the lifevest. A nurse was with the patient at the time of the event. Review of the downloaded data indicated that the patient received one inappropriate shock during an idioventricular rhythm at 80 bpm. Multiple counting of tall t-waves contributed to the false detection. The rhythm after the treatment was asystole. Staff allegedly attempted CPR but was unsuccessful at resuscitating the patient. The patient passed away approximately four and a half minutes later. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.